Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified and involved a y-type minibore pca set, integral pav, injector assembly, 0.2 micron filter, secure lock, 86 inch where the customer reported that the pca line hooked up to the patient was leaking hydromorphone leaking. The customer inspected the tubing and found it to have a split in it near the vial and pca machine. The pca line line was changed out but hydromorphone vial reused. Immediate action was done when they replaced the tubing. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed.